Event description:
It was reported that the device's therapy port needs replacement. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair.

Manufacturer narrative:
The bench tech evaluated the device and determined that the therapy port needs replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy port, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time. Reporter's phone #: (B)(6). Reporting institution phone #: (B)(6).